Manufacturer narrative:
(B)(4).

Event description:
It was reported the device prematurely reached elective replacement indicator and end of life. There is little possibility of excessive high voltage charging. The cause of the depleted battery is unknown. The device was explanted. No patient symptoms were reported. The patient condition is fine.